Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure, the device was advanced down the endoscope. When the sphincterotome exited the scope, it was noted that the cutting wire was twisted and the orientation was off. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.based on the device analysis, which indicates that the cutting wire was bent, this is now considered a reportable event.

Manufacturer narrative:
(B)(4):a visual examination of the returned device found that the entire working length was twisted. The distal tip with exposed cutting wire was found to be severely twisted and bent. A functional evaluation found that the device failed to bow due to the misaligned wire and twisted tip.a review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that manipulation of the device during use likely caused the working length and distal tip with cutting wire to be twisted and cutting wire to be bent. Therefore, the most probable root cause classification is operational context.